Manufacturer narrative:
(B)(4). On the day of onset of the previously reported peritonitis event, the patient was hospitalized. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for peritonitis and another unrelated medical condition. Treatment details were not reported. Action taken with dianeal therapies was not reported. The patient's recovery status and outcome of the event were not reported. No additional information is available.